Event description:
It was reported that the care alert triggered, and the right ventricular (rv) lead exhibited high pacing impedances. The lead alerts will be reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2004; 4296, implantable pacing lead, (B)(6) 2013. (B)(4).